Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a false positive troponin (accutni) result generated by access 2 immunoassay system for one patient's sample. The result was not reported out of the laboratory. Repeat analysis produced results within the normal reference rage. There was no report of death, injury, serious medical deterioration, or inappropriate medical treatment connected to this event.

Manufacturer narrative:
The sample was collected in becton dickinson green top plasma tubes. Qc was within the specifications before and after the event. Two reagent lots used for the tests, lots 020306 and 018126, were calibrated on (B)(4) 2011 and (B)(4) 2011, respectively. A system check performed on (B)(4) 2011 passed all specifications. Bci field service engineer (fse) was on site on (B)(4) 2011. The fse found substrate fliers and washed %cv on system check were a little high although still within the specifications. The fse replaced substrate probe and a new bottle of substrate. Fse replaced the main pipettor and verified ultrasonics. The fse found splashing on dispense volume checks. He replaced the wash pump seal and installed new pinch rollers and pulleys as they had dries wash buffer on them. The fse verified system performance. Hardware was the root cause for this event.